Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, two imaging spins were taken with small 80-20-80 patient trackers used. The lower frame was mounted on the t9 and t10. The spin was completed, segmented, and registered. They used the chickenfoot to confirm navigation accuracy. Tracking was accurate on t8-t10. On l1, chickenfoot was accurate on left side, but navigation was 3 mminto bone when chickenfoot was on bone surface. The surgical team decided to proceed with navigation, but surgeon did not rely on the systems navigation. The surgeon determined placement of screws without much use of the system. Post-op x-rays were taken ap and lateral and the surgeon was satisfied with screw placement. There was no patient impact and less than an hour of delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736551, serial/lot #: (B)(6). (H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.